Event description:
Complaint # (B)(4).

Manufacturer narrative:
The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-10-24. A leak test was performed and a leakage was occurred at the vent port as same with complaint description. Further, visual inspection shows no damage or other abnormalities on the product. Based on the laboratory investigation results, the failure could be confirmed. A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a blood leak was occurred at de-airing membrane of oxygenator. The treatment was completed without device change. No harm to any person was reported. However, since the failure had occurred during treatment the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
It was reported that a blood leak was occurred at de-airing membrane of oxygenator. The treatment was completed without device change. No harm to any person was reported. More information was received by getinge representative as: - there was not any leakage occurred during priming of the oxygenator and customer opened the de-airing membrane during treatment. - no crack was detected on the leak area by customer. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2024-10-24. A leak test was performed, and a leakage was occurred at the vent port as same with complaint description. Further, visual inspection shows no damage or other abnormalities on the product. Based on the laboratory investigation results, the failure could be confirmed. Based on the investigation results, the probable root cause has been found as related with: - insufficient welding of the vent membrane to the vent connector. - insufficient bonding of the vent connector in the blood inlet cover. However, these root causes could not be confirmed as in the light of following: - device history record review shows that the product passed all defined manufacture specifications including the leakage test. - a review of the customer complaints show that the reported failure was occurred for the first time in one year trend search, and therefore concluded as single case. - there was not any non-conformity record detected that could cause to reported failure. - customer confirmed that the product passed the defined priming requirements, and no leakage was observed during the priming. - besides, a review of the risk assessment as no complaints were reported which were associated with serious injury or death within the reviewed time period, further a based on the risk assessment & risk management plan, the defined thresholds have not been exceeded. No further action is required at this moment. However, the reported failure will be following through complaint management system and if an increase detected for it, further actions will be re-evaluated. The production history record (DHR) of the affected quadrox-I small adult with lot # 3000364764 was reviewed on 2024-07-29. According to the DHR results, the product quadrox-I small adult passed the defined manufacturing and final release specifications. The production history record (DHR) of the affected hqv 19900 with lot# 3000380614 was reviewed on 2024-07-11. According to the DHR result, the product hqv 19900 passed the defined manufacturing and final release specifications. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).